Event description:
It was reported that sensor failure after warm up was reported. The sensor was inserted into the abdomen on (B)(6) 2022. On the evening of (B)(6) 2022, the patient´s father found her unconscious. He called 911 and was transported to the hospital via ambulance. At the hospital they took a blood glucose reading which was 1000 mg/dl and treated the patient with a saline drip. The patient recovered and was discharged on the (B)(6) 2022. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.